Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Event description:
On (B)(6) 2023, the patient received a low alert on her cgm (the specific value was not reported). The patient was asleep, and her husband attempted to wake her up but found she was unconscious. The patient¿s husband called 911. Once the paramedics arrived, the patient¿s cgm was reading 71 mg/dl while the bg meter was reading 33 mg/dl. The patient was treated with glucose and apple juice by emergency medical service (ems) and the patient recovered. The patient was not transported to the hospital. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).